Event description:
Healthcare professional reported a clinical patient was injected in right and left infraorbital with 2 ml of juvéderm® volbella¿ xc. The patient returned for the 1 month visit after initial treatment and was interested in the optional touch-up treatment. A urine pregnancy test was performed on the same day and the result was positive. The patient went for hospitalization on the same day and was admitted 2 days later under the admission diagnosis of non-device related event of "ectopic pregnancy." After admission, relevant examinations were completed no abnormal details were found and relevant contraindications were excluded. That day, patient was treated with 80mg intramuscular injection of methotrexate and oral mifepristone 25mg q12h (5 days) germ killing therapy. A re-examination of ¿-hcg was performed and the result was "145.40miu/ml." B-ultrasound review from the same day noted "uneven echo mass was detected in the left nearby area, with the size of 26x21mm. The boundary was not clear, and the edge was not regular. Blood b-hcg decreased significantly." Patient was discharged five days after admission with diagnosis noted as non-device related "oviduct ampulla abdominal pregnancy." The event resolved without sequelae.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of ectopic pregnancy, deemed not device related is considered an unexpected adverse drug experience.